Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a generator change due to normal eri. There was one episode of vt, which showed some intermittent undersensing. The lead was capped and replaced. The patient was stable and in good condition.